Event description:
Patient had a cardiac catheterization on (B)(6) 2022. Femoral artery was closed with 2 perclose devices. Patient underwent a subsequent procedure at another facility on (B)(6) 2022 and that facility reported finding a piece of a closure device in the common femoral artery in the intraluminal portion. They reported that it appeared to be a piece of plastic, similar to the "foot process of the perclose device". They removed this broken piece and performed a thrombectomy. FDA safety report ID# (B)(4).